Event description:
It was reported that a physician unspecified if trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the exchange sheath's non-return valve (hemostasis valve) was faulty, and bled back. Additionally, the clip applier could not be locked together with the exchange sheath hub. It was not specified how hemostasis was achieved. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.